Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer enhanced. A field service engineer found the drawer 4-2 slides sticking and resolved the issue by lubricated bearings. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that the user were able to recover or use alternative means to get medications and there was no delay to the patient. There were no adverse events or injuries reported based on this event.